Manufacturer narrative:
Date of event: exact date unknown, event occurred in the middle of december 2021 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was implanted incorrectly and was shifted to the right by the physician. The patient underwent a lead explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in the middle of (B)(6) 2021 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was implanted incorrectly and was shifted to the right by the physician. The patient underwent a lead explant procedure. No further information has been obtained despite good faith efforts.